Event description:
The manufacturer's representative reported the pt's pump was explanted and replaced after 38 months implant duration, because the "pump stopped". The catheter was proven to be patent. The drug contained in the pt's pump was lioresal intrathecal (unk concentration/dose). No pt symptoms or outcomes were provided. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear.